Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported in a journal article a patient underwent a revision fracture of the tibial bearing; it was also noted that the patient had experienced a fall, locking, and giving way of the knee. The tibial bearing was removed and replaced. No further information has been provided.

Manufacturer narrative:
(B)(4). Jones, m.a., yousef, a., dhakiwal, j., kulkarni, s.s. ¿failures of the dual articular knee prosthesis due to fracture of the polyethylene post¿ the knee 18 (2011) 428-431. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in a journal article a (B)(6) female underwent a revision of the insert due to a fall and locking of the knee, 8 yrs post op. No further information has been provided.